Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.5mm x 40mm x 146cm coyote balloon was advanced for dilation. However, during the first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.